Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient began treatment with vancomycin (1.5g, next exchange then every fifth day, route and duration not reported) and injection magnova (1 g, in next bag then 500 mg in each exchange, intraperitoneally, duration not reported) for peritonitis. The patient did not require hospitalization. The cause of the event was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.